Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reloaded the same cartridge and changed the infusion set to clear the blockage. Customer's blood glucose was within range (value not provided). Reportedly, customer resumed pump therapy.